Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Gums bleed [gingival bleeding]. Head of toothbrush snapped off while brushing teeth [device breakage]. Case description: consumer contacted via chat and stated that the head of the toothbrush snapped off while he/she was brushing his/her teeth. No serious injury was reported.